Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed sores underneath the electrodes. The sore on the left side was reportedly like a skin tear between the brown electrode and the front therapy electrode (te). The patient was using existing prescription creams for the area. The patient also believed the garment was too tight, though he measured appropriately for the existing size. Follow up indicated that the patient was allergic to the device and was seeking attention from the wound care physician.